Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative noted that the footswitch was dirty which caused it to mechanically lock. The company representative cleaned the footswitch. The system and accessory then functioned as intended. In the system operator¿s manual, it demonstrates how and how often to clean the footswitch in order to maintain functionality. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 24, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris in the footswitch as a result of incorrect cleaning of a reusable device. (B)(4).

Event description:
A customer reported having footswitch issues. Additional information was received indicating the footswitch did not work, "it was blocked" during cataract surgery. The footswtich was exchanged to complete the case. There was no patient harm reported. A company representative indicated the issue was resolved after the footswitch was cleaned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
(B)(4).